Event description:
Devilbiss healthcare llc is the manufacturer of the device which is an oxygen concentrator. We have not retrieved the device for investigation. It is being held in a criminal investigation. We will file an update when we retrieve the product for evaluation. A fire occurred in the end-users home which ultimately lead to her death. The date of loss is on (B)(6) 2021. Currently both the fire department and an insurance company are investigating the scene. As such, the unit will not be available for return until their investigations are complete. Currently the fire deputy has not named the oxygen concentrator as a suspect in the fire but the investigation is still pending. The user and spouse are heavy pack a day cigarette smokers.